Manufacturer narrative:
Pump logs recorded low bg levels on the early morning of (B)(6) 2016. In both cases, user requested bolus with insulin on board and did not enter current bg levels. There were no erratic basal rate adjustments. User made some bolus requests when their insulin on board was more than double the size of their request. Making bolus requests without entering current bg level and still having insulin on board (iob) could lead to a low bg event. The pump logs do not indicate that the insulin pump cause a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl). Pudding and juice were consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.